Event description:
During preventative maintenance of the device, the field svc rep reported that the fan was noisy. Since the event occurred during preventative maintenance, there was no pt involvement during this event.